Event description:
The customer reported that they had difficulty delivering demand mode pacing, due to leads off messages.

Manufacturer narrative:
The customer reported that they had difficulty delivering demand mode pacing due to leads off messages. The device and lead set were evaluated at philips, and a faulty trunk cable was identified. Replacing the trunk cable resolved the issue. There was no impact to the involved patient.